Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(6) manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an arteriovenous (av) shunt graft with 70% stenosis, mild calcification and mild tortuosity. The 6.0x40mm armada 35 balloon dilatation catheter (bdc) was inflated two times, 6 and 14 atmospheres (atms), however, the balloon ruptured during the second inflation. Another armada 35 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.